Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set blockage in tubing. Patient's blood glucose at the time of issue was displayed as high. Patient took correction injection via multi daily injection to address's high bg. Patient replaced infusion set and resumed insulin successfully. No further information available.